Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that appeared on the home choice (hc) unit during initial drain. The home patient (hp) stated that there was air in the patient line. The technical service representative (tsr) recommended that the hp end therapy and start over with new supplies. The no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a check patient line alarm and was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore a batch review was not performed. Follow up with the customer revealed that she was instructed to start over with new supplies and she discarded the old supplies. The customer does not recall the lot number. The customer stated that she was able to resume her therapy and she informed her nurse of the incident. The customer stated that she did not know how it happened. The customer also stated that she did not need any medical intervention. From the data within the complaint information, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.